Manufacturer narrative:
Gehc recommended to the hospital to ensure the speaker was connected and, if necessary, replace the carrier/com express board. No report of patient involvement.

Event description:
The hospital reported the unit alarmed for a speaker failure during boot-up. There was no report of patient involvement.